Manufacturer narrative:
(B)(4) the device was not returned for investigation and no lot number could be ascertained to conduct a device history report review.

Event description:
On (B)(6) 2022, patient underwent the surgical portion of hybrid convergent ablation procedure. The procedure was completed as planned. On (B)(6) 2022, patient presented to the emergency room with complaint of shortness of breath. The patient was diagnosed with pericarditis with a reactive pericardial effusion. The patient was taken to or and unknown amount of pericardial fluid was drained. Post the drainage procedure, the patient is recovering without further complication. There was no reported device malfunction, and the adverse event was the result of a procedural complication.